Event description:
Medtronic received info that this pt underwent scheduled repair for truncus arteriosus with normal uneventful post-operative course. During discharge echo dated 2007 severe pulmonal insufficiency was diagnosed with one leaflet of this bioprosthetic pulmonary valve showing severely reduced mobility and thrombus formation. The pt was kept in the hosp and closely followed. No thrombolysis or heparinization was applied. At reoperation, a thrombus was found on one leaflet, which was determined to be responsible for the insufficiency. The surgeon is not dissatisfied with the product, but requested analysis to determine a possible root cause for the thrombus. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: exact cause of event cannot be determined at this time as analysis has not been completed. Analysis: analysis of the returned product has not been completed. The device history record has been reviewed, which shows the product met manufacturing specifications when released for distribution. Conclusion: analysis of the returned product continues. As such, no definitive conclusions can be drawn at this time. A follow up report will be submitted to FDA upon completion of the analysis. Device replaced with no reported adverse patient effects.